Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer attempted to reset pump using instructions from technical support but was unable to complete reset at that time and was advised to call back if issue persisted, and no additional information was received regarding the outcome of the event.